Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "yjr" right ventricular (rv) lead was found to have perforated. The lead was explanted and replaced. During the replacement procedure, during analyzer lead testing the lead showed high impedance. The lead was removed and another was tested and it also showed high impedance. The analyzer cables were replaced and the lead impedances then read as normal. The status of the analyzer cables is currently unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.